Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was not impacted. No information was provided regarding how the occlusion was resolved. Reportedly, the customer continued to use the pump for insulin therapy.